Event description:
The account alleged the side rail will not latch. No patient impact.

Manufacturer narrative:
The account found dried blood in the side rail center arm. The account cleaned the side rail center arm to resolve the issue.